Event description:
Follow-up information indicated that the patient's lead was replaced. The new lead was placed in s-4 because s-3 did not produce good results. It was noted that the patient was doing well and recovered without sequelae.

Event description:
It was reported that the patient experienced a shocking sensation and a loss of therapeutic effect from their implantable neurostimulator (ins). The shocking sensation occurred in the standing position. The patient also noticed a change in stimulation when altering his body position. The patient was reprogrammed to 0-/1+ at 2.8v (initially c+/0-1-) and stimulation responses were checked at each electrode. Buttock stimulation was present at electrode 0 and the other electrodes showed no response (electrode 2 was not tested). Impedances were also checked at 1.5v/330hz and found to be within range (790-2405 ohms) for all electrode pairs. The patient was positioned standing and impedances were checked again with comparable impedance values to the first test. Additional information stated that the patient was reprogrammed to group 4: 3.6v, 240pw, 16hz in the last reprogramming session. Subsequently, the stimulation felt by the patient had changed from a tapping to a cramping sensation (similar to a charlie horse). It was noted that the patient still had a shocking sensation near the rectum. Follow-up information reported that stimulation was turned off because the patient continued to experience intermittent shocks. X-rays showed no lead migration, kinks or fractures. A lead revision was scheduled. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 3889-28, lot# v688770, implanted: (B)(6) 2011, explanted: na. Programmer: model 3037, serial# (B)(4).

Event description:
Additional information received also noted that the patient felt a surge of stimulation at times. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3889-28, lot# v688770, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.